Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic original meter. The pt's blood glucose results were 64mg/dl, 263mg/dl. Tests were done within 1 min with a difference of 108%. Pt did not experience any adverse events. No further info has been reported.